Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. The device was received with normal telemetry and output. Analysis performed did not identify any functional issues. Longevity assessment found the device was at elective replacement indicator (eri) voltage, consistent with high output mode found in the field settings. Visual inspection of the header attachment area detected an anomaly between the pre-cast header and titanium case. Feedthrough leak test was performed, indicating no sign of hermeticity breach. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed premature battery depletion on the pacemaker (pm). The physician elected to explant and replace the pm. The patient condition was stable.

Manufacturer narrative:
Further information was requested but not yet received.